Event description:
The customer reported that during a coronary intervention, a coronary artery dissection in the left main coronary trunk occurred. The pt experienced myocardial ischemia followed by shock. A cardiotonic agent was given peripherally. An intra-aortic balloon (iab) was placed through the right femoral artery, and an increase in the blood pressure was confirmed. However, a left leg block emerged and bradycardia tendency was not significantly improved, based upon an electrocardiogram. The pt's consciousness level was decreased. The pcps blood removal route was secured at the right femoral vein, and a new iab catheter was inserted through left brachial artery. After inserting the new iab, iabp support through the femoral artery was stopped. They started pumping the new iab through the upper arm. During this period, the pt's arterial blood pressure was in the 50's. After removing the iab through the right femoral artery, a pcps blood supply line was inserted. Circulation was secured and pcps was started. After midazolam and eslax were administered, intubation respiratory care was conducted. Approximately five hrs later, the coronary artery dissection in the left main coronary trunk was determined to be a retrograde dissection. The clinicians determined that pci would be difficult. After consultation with a cardiac surgeon, they decided to conduct emergency CABG. Approximately six and a half hrs later, the surgery was completed, and the pt was sent to the ICU. Approximately two hrs later, the iabp generated a "rapid gas leak" alarm. They performed a manual fill. A "maintenance required code#3" (balloon transducer offset failure) appeared. The iabp continued to function. About two hrs and 20 minutes later, the iabp generated a "leak in iab circuit" alarm, and manual fill did not resolve the alarm. After restarting the iabp, "error code #53" (shuttle transducer offset failure) appeared. The alarm continued and the iabp did not respond to key presses. Restarting the iabp did not resolve the alarm. The pt's heartbeat ceased and cardiac massage was performed. A blood pressure of 40-50 mmhg was maintained. The pt was switched to another iabp, and the pt's blood pressure rose to 90bpm. This occurred at 6:05 am on (B)(6). (B)(6), the clinicians observed pupillary enlargement and loss of light reflex. They diagnosed an extensive cerebral edema due to hypoperfusion along with cerebral infarction. ((B)(6)), the second iabp generated a gas leak message, which they determined to have been caused by the main helium supply line becoming disconnected from the iabp. The line was reconnected, and therapy was continued. The pt subsequently expired.

Manufacturer narrative:
The iab involved in the event was discarded and therefore is not available for eval. A company rep evaluated the iabp. The cause of the failure was isolated to a transducer, which was returned to the transducer supplier for further analysis. The supplier determined that due to an uncured epoxy, the transducer did not pass the insulation resistance test, and it exhibited an unstable output reading. Please note that radial insertion of the iab is not an approved indication for use. The customer has been advised of the potential for cerebral embolization when the iab is inserted radially. The hosp reported that the cause of the pt's death was hypoxicencephalopathy. There was also a relatively new cardiac infarction, which may be caused by low perfusion; however, the hosp could not determine when these events occurred. Thus, they have not definitively linked the pt outcome to the device, but suspect that it may be related. Maquet has requested, but not yet received the pt record for the date of the event to complete our investigation. A f/u report will be submitted if additional info becomes available.